Event description:
It was reported that the device was difficult to remove. A choice guidewire was selected as part of treatment of the target lesion. During advancement, the guidewire experienced difficulty crossing the lesion. After the lesion had been crossed, the physician noted resistance and sticking when withdrawing the guidewire. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6).